Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and was informed they would receive a replacement pump with updated software. The customer acknowledged instructions on using the pump storage mode and returning the faulty pump within 10 days.